Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No rewind anomaly noted during test. Pump received with cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that customer went to rewind insulin pump and it did not rewind. Customer stated that they off the insulin pump and it was broken all together. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.